Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level module was losing connection. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h3 & h6. The field service representative (fsr) relocated the level module and secured it firmly on the base along with the other modules. The fsr checked the metal bar and there were no interferences observed. Testing was performed and not further issues were found. The unit operated to the manufacturer's specifications.